Event description:
A report was received that the patient had some fluid built at the ipg site. It was also reported that the ipg was slanted and was poking out that the patient was not able to charge it. The patient underwent a revision procedure wherein the ipg was repositioned.